Manufacturer narrative:
(B)(4). Product will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that the offset reamer handle was broken during the decontamination process and there was a backup instrument available. There was no patient impact due to this. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4;b5;g3;h2;h3. The following sections were corrected: h10. Upon receipt of additional information, it was determined this product should not have been reported as the device is owned and reported by an alliance partner. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported. The initial report was submitted in error and should be voided.